Event description:
While using the phaco emulsifier, the pt experienced anterior chamber collapse. When the foot pedal was released, the posterior capsule was pulled into the handpiece. Subsequently, a vitrectomy was performed.